Manufacturer narrative:
No devices or photos were provided therefore a determination on the condition of the components could not be made. Review of the device history records indicate all applicable cleaning and sterilization specifications were met. The devices were used for treatment. No other complaints of any type have been reported for the provided lots. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the devices contributed to the delayed wound healing and necrosis. With the provided information an exact cause could not be determined. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient is experiencing post-operative necrosis and delayed wound healing.

Manufacturer narrative:
This report will be amended when our investigation is complete.